Event description:
It was reported that when an symptomatic patient presented in the operating room for a lead revision due to noise, externalized conductors were observed via fluoroscopy. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.